Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed and observed that the stopcock was broken in two pieces. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: e3: occupation, g2: report source, g4: combination product, h1: type of reportable event, f10 clinical codes, and f10 impact codes. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h10 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a three gang large bore stopcock manifold broke when turning a patient. During a norepinephrine and vasopressin infusion, the patient was turned, and the nurse noted the patient needed to have "increased vasopressin requirement". After the nurse investigated the lines, the manifold was observed to be broken. The patient became hypotensive with systolic blood pressure in the 80's; however, a new manifold was immediately placed on the central line, drips were reconnected, and the bp recovered within a minute. No further information was available at the time of this report.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a three gang large bore stopcock manifold broke when turning a patient. During a norepinephrine and vasopressin infusion, the patient was turned, and the nurse noted the patient needed to have "increased vasopressin requirement". After the nurse investigated the lines, the manifold was observed to be broken. The patient became hypotensive with systolic blood pressure in the 80's; however, a new manifold was immediately placed on the central line, drips were reconnected, and the bp recovered within a minute. No further information was available at the time of this report.